Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d4 - lot. Additional narrative: d4 - expiration date. H3, h4, h6: part: 310.520. Synthes lot: u432724. Supplier lot:u432724. Release to warehouse date: 13 june 2023. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that there is no damage or defect found. A functional test cannot be performed without mating component, therefore, the condition of the complaint cannot be replicated. A dimensional inspection was performed and met specifications. The overall complaint was not confirmed as the observed condition of the 1.8mm drill bit/qc/125mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Dimensional inspection: feature: coupling end diameter. Measured dimension: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procodes: dzi, erl, hbe. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10: concomitant device: unknown drill, date of concomitant therapy is (B)(6) 2024. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an orthopedic procedure on (B)(6) 2024. During the procedure, the drill bit 1.8mm had a quick coupling which would not fit into a drill quick coupling attachment. A new drill bit was selected. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a 1.8mm drill bit/qc/125mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected data: d4: UDI number updated h6: investigation findings, conclusions, and component code updated. H3, h4, h6: the product was returned to depuy synthes for evaluation. A dimensional inspection was performed by the manufacturer and confirmed part to be oversized due to a worn out insert causing a small burr, and buffing not performed properly. Therefore, an issue with correct assembling can be confirmed. The overall complaint was confirmed as the observed condition of the 1.8mm drill bit/qc/125mm would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 310.520 synthes lot # u432724 supplier lot# u432724 release to warehouse date:13 june 2023 supplier: (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.